Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at 12 atms. The number of inflations performed is not known. The lesion being treated was a 90% in-stent restenotic lesion in the proximal left circumflex coronary artery. The maverick2 monorail balloon was removed and the procedur was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good.'